Event description:
This customer reported that they were unable to charge this defibrillator after delivering two shocks in the AED mode. The customer has stated that the device was not a factor in the pt outcome.

Manufacturer narrative:
This customer reported that they were unable to charge this defibrillator after delivering two shocks in the AED mode. The customer has stated that the device was not a factor in the pt outcome. The defibrillator was returned to philips for evaluation and the reported symptom was confirmed. There was an intermittent electrical connection between the therapy cable and therapy port. The therapy port and cable were replaced to resolve the issue. We are unable to determine which part failed as more than one part was replaced.